Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician grasped tissue at the junction of the gallbladder and liver and set the ratchet; the tissue fell off. He grasped the tissue again and attempted to set the ratchet. The site that was grasped began bleeding profusely. He then replaced the minilap with a trocar to properly stop the bleeding. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Since a lot number was not provided a review of the product DHR could not be done. All devices are tested for proper function of the lock during manufacture. The sample that was returned and reviewed by qualified personnel. They stated that the sample did not appear to have been used in surgery as the jaw and needle appeared clean under magnification. The sample was retracted half way into the needle and locked in place. The jaw was pulled on and the lock held. The sample was then clamped onto a nitrile glove and locked. The glove was pulled upon and the jaw held its clamp as normally expected. Therefore, the complaint could not be verified. The complaint could not be verified on the sample that was returned. No defect was found.

Event description:
The physician grasped tissue at the junction of the gallbladder and liver and set the ratchet; the tissue fell off. He grasped the tissue again and attempted to set the ratchet. The site that was grasped began bleeding profusely. He then replaced the minilap with a trocar to properly stop the bleeding. The patient's condition was reported as fine.